Manufacturer narrative:
This report is being summited to correct the field b5 describe event or problem and adding a missing code to the grid in h6: device codes.

Event description:
It was reported that this pacemaker recorded an code indicative of potential premature battery depletion (pbd) . Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker recorded battery depletion (bd) alert. Technical services (ts) analyzed the data and determined that the battery was depleting faster than expected. Ts recommended device replacement. No adverse patient effects were reported. This device remains in service.